Event description:
It was reported that the device and the leads did not contribute to the death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the patient¿s device and/or any or all of the patient¿s leads. It was reported the cause of death is unknown. The hospital¿s records reflect the patient was transferred to the hospital for shortness of breath, exacerbation of congestive heart failure and pneumonia. Upon transfer to the intensive care unit, the patient was noted to be hypotensive with systolic blood pressure measuring in the 60s, hypoxic, and bradycardic with a heart rate measured to be in the 30s. Subsequently the patient became unconscious and then passed away. No further information is available at this time.